Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652, lead, (B)(6) 2011; 4296, lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with unexpected longevity. The device was explanted and replaced. During the replacement procedure the left ventricular and right ventricular leads were revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Alert for out of range subthreshold lead impedance alert on (B)(6) 2014. Rv pace impedance steady at 350 ohms through (B)(6) 2014. Rises out of range greater than 2500 ohms starting week of (B)(6) 2014.